Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The device will be archived by stryker and customer will receive a replacement. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and verified the reported issue. During evaluation it was found that the root cause was determined to be a shorted mosfet q8. Device archived by stryker maastricht and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.